Manufacturer narrative:
Date sent to the FDA: 05/08/2008. Mesh exposure occurred - conclusion: no conclusion can be drawn at this time. Should additional info. Be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a sling procedure and a posterior pelvic floor repair procedure in 2009. Post-operatively, the pt developed a mesh exposure at the posterior fourchette. As a result, the pt was seen in the office on the event date, and the mesh was trimmed without difficulty.